Event description:
Notes: boston scientific corporation was made aware of this event through various legal documents. In addition, date of the event is not known. A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, there was an unknown alarm but nothing unusual was observed during the procedure and the patient was discharged. At a later date (exact date unknown), the patient reported sustaining 2nd and 3rd degree burns. Despite an attempt to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The lot number is unknown, therefore, the expiration and manufacture dates are not known. The device has not been returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.